Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-01073.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-01073. It was reported the patient experienced right foot soreness before the trial procedure on (B)(6) 2019. The right foot soreness continued after programming after the procedure. The patient continued to experience right foot soreness during follow-up appointment on (B)(6) 2019. As a result, the physician removed the leads early. Issue has been resolved.